Event description:
It was reported that the ventilator's gas module was replaced. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was reported having o2 sensor calibration issues and was investigated at the hospital by our field service engineer. The air gas module was replaced but not returned for investigation. No ventilator logs were provided.since replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).